Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was explanted following the patient's death. Guidant received additional information that the device could not be interrogated following explant.